Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, an image and automatic brightness adjustment of the subject device did not work properly. The subject device was returned to the local service department of olympus. The local service department checked the subject device and found that a lamp error occurred and the lamp of the subject device did not light up, due to bad contact within the faulty lamp caps. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. - as about 9 years has passed since the manufacture date of the device. Bad contact within the faulty lamp caps occurred due to aging deterioration caused by long-term use.